Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. The reported event for ipg inoperable was confirmed. At receipt the ipg did not communicate with a lab ppg. The cause is a depleted internal battery due lack of charge. Per communication hubs, patient last recharge was (4 years) (B)(6) 2017. Per (B)(4) document, a product analysis checklist is not required because product testing cannot give any additional information regarding the customer¿s complaint. According to the review of eon mini IFU/dfu, 37-1004, rev f, there is adequate information for preserving the ipg when not in use. Section ¿maintaining the ipg battery¿ in the dfu, the shaded area entitled ¿warning¿ states, ¿do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg became inoperable. Surgery occurred on an unknown date during which the ipg was explanted.